Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the software was un installed and re installed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the user wanted to try imaging disc of patient before surgery, no patient was present for the event. User started up system properly, however, cranial software did not work. Software appeared to boot up before coming to the main screen, it started exiting the software.

Manufacturer narrative:
H3) the software analysis was completed and they were unable to determine the probable cause without further information since the behavior could not be replicated. This case may be reopened if additional information is received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that issue was resolved by uninstall/ reinstall of the software.

Manufacturer narrative:
Section "device' information references the main component of the system. Other relevant device(s) are: product ID: 9735585, version #: 3.1. Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the issue was resolved and the system was used in a procedure.